Event description:
End user reported reddened discoloration under the mass from approximately 100-500; 700-800 and then 1100 o'clock. She occasionally experienced some itching from the area.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated she used stomahesive paste and nuhope cement to her peristomal skin. The event date information provided by the end user is estimation. The end user reported that she stopped using the convatec product and started using a cymed pouch, at which time the redness resolved. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a f/u report will be submitted. (B)(4).